Event description:
It was reported that during a stenting treatment procedure, a guide wire detachment occurred. The lesion details are unknown. A non bsc stent was implanted in the lesion. During removal of the choice guide wire, the tip detached. Attempts to remove the wire tip were unsuccessful. An unspecified stent was implanted to prevent movement of the wire fragment. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 100% stenosed lesion was located in the moderately tortuous and moderately calcified posterior tibial artery, after the trifurcation. There were no difficulties while using the guide wire. The tip of the guide wire detached when the wire was pulled back in a non bsc balloon catheter. The physician attempted to remove the wire fragment utilizing a sling with pincers. The wire tip was stented distal to the lesion in the posterior tibial artery.

Manufacturer narrative:
(B)(4).